Manufacturer narrative:
Device eval by MFR: a visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. Blood was identified within the balloon which is evidence of a device leak. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 3mm proximal of the proximal markerband. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination observed no issues or damage to the tip of the device. A visual and tactile examination found no kinks or damage to the shaft of the device. Both markerbands were undamaged and present on the shaft of the device. No other issues were identified during analysis.

Event description:
It was reported that balloon pinhole occurred. The 90% stenosed target lesion was located in the severely tortuous superficial femoral artery of the lower limbs. A 5.0 x 150, 135cm mustang balloon catheter was advanced for dilation. However, the contrast agent was found to be leaking out of the balloon after it was being inflated at 10 atmospheres. The device was simply pulled out from the patient and pinhole was noted on the balloon material. The procedure was completed with the same device. There were no patient complications reported and the patient status was stable.